Event description:
It was reported to philips that the device was not starting up, stalling at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the customer's site and confirmed that the system was not starting. The fse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision computer failed. The fse replaced the device's flexvision computer, and the device was returned to expected functionality.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.